Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator failed the electrical safety test. The se noted that the power cable had more resistance than permitted during the electrical test. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A quote was provided to the customer for further assistance.

Manufacturer narrative:
A service engineer (fse) replaced the power cord to resolve the reported failure. All necessary verifications were performed to certify that the device has been restored to its pre-failure conditions. The system meets the specification for the service performed and is returned to use.